Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 30 and 320mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray shows the sense a cable has a fracture in and around the area approximately 25mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the system has been programmed off while the doctor decides the next course of action. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise. Also, the high energy impedance for that shock was 124 ohms, which is high but within the normal range. The patent was sitting in a recliner and watching television at the time of the shock. Technical services discussed some testing to do for myopotential or electromagnetic noise. Office testing was able to recreate the noise. The physician will discuss options with the patient. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the system has been programmed off while the doctor decides the next course of action. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise. Also, the high energy impedance for that shock was 124 ohms, which is high but within the normal range. The patent was sitting in a recliner and watching television at the time of the shock. Technical services discussed some testing to do for myopotential or electromagnetic noise. Office testing was able to recreate the noise. The physician will discuss options with the patient. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Also, the high energy impedance for that shock was 124 ohms, which is high but within the normal range. The patent was sitting in a recliner and watching television at the time of the shock. Technical services discussed some testing to do for myopotential or electromagnetic noise. Office testing was able to recreate the noise. The physician will discuss options with the patient. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the system has been programmed off while the doctor decides the next course of action. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing of noise. Also, the high energy impedance for that shock was 124 ohms, which is high but within the normal range. The patent was sitting in a recliner and watching television at the time of the shock. Technical services discussed some testing to do for myopotential or electromagnetic noise. Office testing was able to recreate the noise. The physician will discuss options with the patient. There were no additional adverse patient effects. The system remains implanted.